Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketones on (B)(6) 2024. The patient's blood glucose levels reached 475 mg/dl while wearing the pod on the arm between 5 and 24 hours. The patient went to the emergency room (ER) where they were hospitalized for 2 days. The patient was treated with rapid pen insulin injection and a new pod. The patient was discharged from the hospital on (B)(6) 2024.